Manufacturer narrative:
Analysis of the pump found no anomaly. Analysis of catheter (s/n (B)(4)) body found hole, not user related and catheter body compressed area. Analysis of the catheter (s/n (B)(4)) found catheter pin collet was not fully locked in place. (B)(4).

Event description:
It was reported that the patient's nose was dripping, they had a bad stomach ache, and were "kind of out of it." This was described as a sudden change in symptoms. The patient was to be brought to the emergency room (ER). Additionally, the patient had lost weight since (B)(6) 2014 when the pump was replaced and it kept flipping. The patient used a belly band. A catheter issue was also reported. The patient had twiddler's syndrome and would be going in for a catheter revision. The pump was put into stopped pump mode on (B)(6) 2015 when the catheter issue was observed/confirmed. The patient had withdrawal symptoms. The healthcare provider (hcp) would bring the patient back on (B)(6) 2015 to program the pump to minimum rate mode. It was noted that the patient would be withdrawn and the hcp would not be able to program a low enough intrathecal (it) morphine dose with that high of a concentration once the revision is done. The pump system was being used to infuse clonidine and morphine (unknown).

Manufacturer narrative:
Conclusion code no longer applies.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), product type: catheter. Product ID: 8780, serial# (B)(4), product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). Conclusion code was updated on the pump.

Event description:
Additional information received from a healthcare provider (hcp) reported the patient has been getting supplemented with orals since the revision back in (B)(6) 2015. During the revision in (B)(6) 2015, they were able to aspirate and there was good flow throughout the revision. Near the end of the case, after the catheter was connected to the pump, they tried to aspirate through the cap and there was flow, but not as good of flow as they would typically like to see. The hcp then went in and reviewed the collet again. The hcp was able to aspirate after rechecking the collet/connector, but still did not have as good of flow, but the doctor was ok with it. The pump was programmed to minimum rate at the case, because the drug was higher than what the doctor wanted to start the patient on. It was later reported the patient had a catheter revision done on (B)(6) 2015 for a twisted, frayed catheter and the pump was programmed to minimum rate mode. The hcp was going to start the intrathecal (it) therapy and the drug concentration in the pump was too high to achieve the dose ordered, so they are going to refill the pump with a lower concentration and do the system contents removal procedure. The hcp filled the pump with new drug on (B)(6) 2015, morphine 15 mg/ml and clonidine 100 mcg/ml. The hcp did not rinse after removing the old drug, however the hcp was ok with this. It was reviewed with the hcp that two different drugs will be in the pump tubing and catheter. If a system content removal is not successful, then hcp will either need to let the old drug clear in minimum rate mode which could take approximately 60-90 days, or may need to look at revising the catheter again. The hcp was going to perform a system content removal on (B)(6) 2015. The hcp was trying to perform a system content removal on (B)(6) 2015 and was not able to locate the catheter access port (cap). They filled the patients pump with new drug on (B)(6) 2015 and will be bringing the patient back on (B)(6) 2015 so they can try to perform the system content removal under fluoroscopy to better help identify the cap. Additional information received later reported the hcp was not able to aspirate cerebrospinal fluid (csf) form the cap. The managing hcp attempted to access cap to do a system flush of existing concentration and was not able to aspirate any csf via cap. No diagnostic/troubleshooting was known to have occurred. The patient's surgeon replaced entire catheter, removed the entire old catheter, and also replaced the pump on (B)(6) 2015. The issue was reported to have resolved at the time of report. The dose was restated at 1 mg/day morphine per managing hcp following catheter replacement. The patient's status at the time of report was alive - no injury.